Manufacturer narrative:
Unique device identification: (01)10381780267997(11)150320(10)041(21)014277, mayfield base unit was returned for evaluation. Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned product. The shock cushion and 1/4in pin are worn. The adjustment wrench, button head screw and the 6in transitional member were not retuned. The shock cushion was not functioning properly. The observed condition is likely caused by wear and tear. The definite root cause cannot be reliably determined.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers: 3004608878-2020-00629 and 3004608878-2020-00627.

Event description:
This is 3 of 3 reports. It was reported that the cam lock was loose and not working well. There was no known patient injury or delay in surgery.